Event description:
The cover to the powder chamber (which is under pressure) exploded off the cavi-jet 30 unit. The plastic threads on the cover were torn off. This damaged equipment; however, no one was in the room. No personal injury occurred.